Event description:
It was reported that the devices have been having fleeting cycling issues and other unexpected mechanical noise issues. No patient injury was reported.

Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No patient involvement.

Event description:
Additional info received via email 19-aug-2022. No patient involvement.

Manufacturer narrative:
Other, other text: h3, h6: health impact, event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection the device was observed to not have its battery inserted, but no damage or anomalies were observed with the device. The device was functionally tested, and the device passed testing with no unusual sounds or cycling issues observed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the evaluation, the investigation could not confirm the reported issues. The tamper-proof seal was replaced, no further actions were assigned.